Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, there was contamination on the battery board. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. Will release charger sn (B)(4) and close complaint. - achristie there was no adverse event associated with the belt malfunction.

Event description:
03/04/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 8/16/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a battery charger and reported that it was unable to power on.